Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels up to 426 mg/dl with large ketones, nausea, and vomiting. The reporter indicated that the health care provider was contacted related to the issue and recommended contacting animas to confirm the pump was operating appropriately. The pump was reviewed with the reporter and found that there were no alarms related to the complaint, there were no cancelled boluses and boluses were all accounted for, the basal history was appropriate, the prime history showed that the supplies were changed every 2 days and the reporter confirmed drops at the end of the tubing during prime, there were no inadvertent suspends in the history, and the total daily dose was accurate compared to the basal and bolus histories. The reporter confirmed that the pump was able to complete an air bolus. The reporter indicated that there were no signs of any site issues, no leaking at the skin site or cartridge, and no air bubbles in the system. The reporter was advised to try changing out the infusion site and to follow up with a health care provider regarding treatment. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2014 with the following findings: no battery cap was returned with the pump. A test battery cap was used during testing. There was no data in the pump black box from the time of the reported event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.